Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump noted the pump had a cracked front housing by the latch lock bezel. A review of the event history log revealed no findings. Accuracy testing was performed and was able to duplicate the event observation. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump's accuracy was too high. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.